Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The customer will continue to use the pump for insulin therapy. However, a replacement was sent to the customer to resolve the issue.